Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device avail. For eval.: returned product consisted of a kinetix guidewire. The outer diameter of the guidewire was measured and the device met specification. There was no evidence of any product quality deficiencies. The guidewire was completely separated 296cm from the proximal end. The fractured distal end was not returned for analysis. The fractured end was jagged and twisted which indicates torsional damage and kinking contributed to the fracture/detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating detachment occurred. The target lesion was located in the coronary artery. A 300cm kinetix guide wire was used during the procedure and it was noted that when the device was removed from the patient's body, the coating came off the wire tip and remained in the coronary artery. The coating was not removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status was okay.

Event description:
It was reported that coating detachment occurred. The target lesion was located in the coronary artery. A 300cm kinetix¿ guide wire was used during the procedure and it was noted that when the device was removed from the patient's body, the coating came off the wire tip and remained in the coronary artery. The coating was not removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status was okay.